Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, mental/physical pain, suffering, injuries requiring past and future medical treatment and resulting in disability impairment, loss of enjoyment of life, loss of care, comfort, incurred or economic loss, and tilt. The reported allegations have been further investigated based on the information provided to date. The alleged tulip is manufactured and inspected according to specifications. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported mental/physical pain, suffering, injuries requiring past and future medical treatment and resulting in disability impairment, loss of enjoyment of life, loss of care, comfort, and incurred or economic loss are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6) device code: 3191 - no code available for perforation and organ perforation. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported mental/physical pain, suffering, injuries requiring past and future medical treatment and resulting in disability impairment, loss of enjoyment of life, loss of care, comfort, and incurred or economic loss are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook gunther tulip filter on (B)(6) 2013. Alleged perforation and organ perforation." Patient outcome: alleged "significant mental and physical pain and suffering and permanent injuries requiring past and future medical treatment and resulting in disability impairment, loss of enjoyment of life, loss of care, comfort and incurred or economic loss, including but not limited to obligations for medical expenses and other damages".

Manufacturer narrative:
Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.:(B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to pulmonary embolism (pe). Patient alleges vena cava perforation and organ perforation. Patient note and further alleges, "patient further alleges to have experienced mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatment, and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort. Per abdominal CT, dated (B)(6) 2019, "there is a retrievable vena cava filter noted in the infrarenal inferior vena cava. The superior hook of the filter is slightly tilted to the left. There is slight penetration of the inferior struts through the vena cava wall into the adjacent retroperitoneum. There is not retroperitoneal inflammation or hematoma. There is no thrombus within the vena cava filter, the inferior vena cava, the iliac veins bilaterally or then common femoral veins."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook gunther tulip. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: no. Impressions: the filter is not tilted but the cone of the filter is against the anterior wall of the ivc. The anterior strut penetrates 9 mm through the ivc wall. The left strut penetrates 9 mm through the ivc wall. The posterior strut penetrates 3 mm through the ivc wall. The right strut penetrates 8 mm through the ivc wall."